Event description:
Patient's right knee was revised. Removed the femoral component which was grossly loose, removed the tibial polyethylene and proceeded to remove the tibia.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon ts knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving an unknown triathlon ts knee was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspections were not performed as product was not returned. -medical records received and evaluation: a review by a clinical consultant concluded that infection of arthroplasty as procedure-related complication of total knee arthroplasty requiring multiple interventions and device exchanges before treatment became effective with additional patient-related risk factors for infection including ra disease and morbid obesity but without device-related aspects. -device history review: could not be performed as lot information was not provided. -complaint history review: could not be performed as lot information was not provided. Conclusions: the exact root cause of this patient's third revision due to infection could not be determined due to insufficient provision of information. Further information such as: device identification, lot ID, sterile lot, return of reported devices, x-rays and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's right knee was revised. Removed the femoral component which was grossly loose, removed the tibial polyethylene and proceeded to remove the tibia.